Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse tested the surgeon side console (ssc) and did not find any issues with the master tool manipulator (mtm). The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer called an intuitive surgical, inc. (Isi) technical support engineer (tse) and reported that the master tool manipulator-left (mtml) on the second surgeon side console (ssc) moved on its own during procedure. Surgery is performed using ssc1. Tse advised to restart ssc2 and asked to confirm mtms are free to move during the startup sequence. Nurse confirmed that mtms are free to move. Tse checked the logs and found issues with gravity compensation issues on mtml ssc2. The procedure is completing as planned with no reported injury. Tse advised to switch off ssc2. The procedure was completed using ssc1 and with no reported injury.